Event description:
It was reported that the customer's insulin pump alarmed no delivery and motor error while priming the insulin pump. The customer stated that the issue had been occurring for a couple of weeks that he changed the insertion site three times. The customer's blood glucose was 450 mg/dl. The customer treated himself with a manual injection. Troubleshooting for the motor error alarm was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer declined troubleshooting for the no delivery alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.